Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the lens was exchanged for another lens model 1 month 18 days following the initial procedure. Patient reason and clinical reason for explant was mentioned as dissatisfied with visual outcome. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 20.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified lens model. The product has not been received to evaluate. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).